Manufacturer narrative:
Report confirmed for the attachment damaged. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4) was initiated to investigate this malfunction. However, the initial reported condition of overheating could not be duplicated as the temperature was within specification at 92 degrees f. The likely cause was identified as tool not being inserted fully into the collet due to user error or debris in collet. Therefore, the tool most likely contacted the foot and cut through it which generated the heat experienced by the user. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to track and trend this complaint type. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Repair request initiated for device with report of overheating. No patient impact reported. Repair request escalated to complaint based on reason for return. Upon decontamination, attachment was identified to be damaged by tool contact. No additional information was provided on follow-up.